Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: evaluation revealed a crack in the battery compartment.

Event description:
The pump was returned for investigation. Evaluation revealed a crack in the battery compartment there was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08-dec-2017.